Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00047, 3002806535-2019-00048. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial left knee arthroplasty. Subsequently, the patient started experiencing pain and clicking in the knee 2 - 3 months ago. Patient is wearing a brace. Patient stated the top of the knee is touching the bottom part of knee.

Event description:
It was reported that a patient underwent initial left knee arthroplasty. Subsequently, the patient started experiencing pain and clicking in the knee 2 - 3 months ago. Patient is wearing a brace. Patient stated the top of the knee is touching the bottom part of knee.

Manufacturer narrative:
(B)(4). Medical product: unknown oxford tibial tray component, catalog #: not reported, lot #: not reported. Medical product: unknown fem component, catalog #: not reported, lot #: not reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.